Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5.5 months. The explanted pump was received for evaluation. Examination of the pump upon disassembly revealed denatured clotted blood within the inlet elbow, inlet stator, along the body of the rotor, as well as completely occluding the outlet stator. Evidence of denaturation surrounding the inlet stator bearing cup as well as the outlet stator bearing ball, along with the contact marks exhibited on the tapered portion of the rotor from the deposition within the outlet stator, indicated these depositions were present while the pump was supporting the patient. These depositions appeared to have formed likely due to poor surface washing associated with a low flow event. After removing deposition surrounding the rotor, visual examination of the rotor body revealed an intact o-ring surrounding the tapered portion of the rotor. Fourier transform infrared spectroscopy (ftir) and scanning electron microscopy/energy dispersive x-ray spectroscopy found that the o-ring dimensions and composition were equivalent to that of a percutaneous cable assembly o-ring. All o-rings including the two o-rings used in the percutaneous cable assembly cable fitting were present and seated properly in their respective locations upon disassembly of the returned pump. A root cause for how and at what time the o-ring was introduced into the pump could not conclusively be determined through this evaluation. Review of the relevant manufacturing documents showed no deviations from manufacturing or qa specifications, including visual checks, burn-in analysis, and final hydraulic qualification testing. A correlation between the o-ring, the development of thrombus due to a potential low flow event, and the report of multi-organ failure could not be determined. Upon removal of the observed depositions the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to multi-organ failure. The pump reportedly was functioning as intended. During the manufacturer's evaluation of the returned pump, depositions and an o-ring were found within the pump.